Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high and low blood glucose level. Customer¿s blood high glucose level was 400 mg/dl and low was 40 mg/dl. Customer treated with coca-cola for low blood glucose and for high blood glucose level with manual injection. The customer also reported getting inaccurate readings with the sensor. It was not mentioned whether the auto mode was active at the time of the incident. Customer declined troubleshooting for high and low blood glucose level. The insulin pump will not be returned for analysis.